Event description:
(B)(4) after years of severe pain and side effects I had a hysterectomy to remove the essure device. During my surgery it was noted that my left coil had perforated my fallopian tube and my stabbing into my uterus.